Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was post-operative breakage of the reported distal humeral plate. The reoperation was performed on (B)(6) 2015 to replace the reported broken plate with another plate for outer fixation and to add inner fixation with the new product. The patent initially had had a head fracture on her right humeral by falling. At the first treatment, she was fixed in her humeral with a narrow plate and cable. Then it had been found her secondary fracture around distal end of a narrow plate. Accordingly the reported plate had been added for fixation. (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.